Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high/undefined impedance on the superior vena cava coil on the right ventricular (rv) lead. Reprogramming was performed to turn that coil off. The rv lead remains in use. No patient complications have been reported as a result of this event.